Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a loss of therapeutic effect and return of urgency. She began to not feel stimulation as strongly in (B)(6) 2011. The patient met with her health care professional (hcp) and impedances >4,000 ohms were measured. The hcp reprogrammed around the high impedances. In (B)(6) 2011, the patient was unable to feel stimulation. She increased her stimulation voltage to the maximum amount but still could not feel any stimulation. The patient met with her hcp again and impedances >4,000 ohms were measured on all of the unipolar pairs. The bipolar pairs measured 0-1: 2990 ohms, 1-2: 2247 ohms, 1-3: 2871 ohms, 2-3: 2247 ohms. X-rays were taken but the results were not provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.